Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the high impedances wasn't determined. The rep reported that they reprogrammed the patient and avoidance of programming on the electrodes with high impedances resolved the issue. The rep reported that the patient was currently with new programmed reported b/1 le coverage. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient lost therapeutic effect a few months prior to the report. The patient had a sharp sensation down their leg and pushing on the ins made the sensation less strong. Impedances values of electrodes 1, 3, 5 and 7 were all >40k ohms. Electrode 2 was at 32434 ohms. Tested at 3 volts, electrode 0 was at 812 and 4 was at 931. All the other electrodes were between 700-900 ohms. The rep was going to try to reprogram it, and if that was unsuccessful a revision might be necessary. It was also noted that the patient fell on their knee a few months prior to the report but it was unknown if this was before or after the symptoms (speculation). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information pertaining to this event will be captured under manufacturer report # 3004209178-2018-12626.